Event description:
Implant date: 1992. Four months after surgery, pt fell. Revision surgery 1993 to repair pseudoarthrosis and replace device. It was noted that screw was loose. Device was explanted in 1994 due to pain, at which time it was found the fusion was solid.